Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Method: no testing methods performed.

Event description:
Please refer to regulatory report number 1045254-2014-00247 for the first procedure, which is described below. It was reported that during a scoliosis correction procedure, ¿the machine was working properly and delivering mep stimulation correctly. The settings were appropriate and the stimulus was set on biphasic and not changed during the case. At the beginning of the case, the patient had beautiful meps on both sides. After instrumentation, [putting rods on each side of the spine with screws holding them in place, so that the spine curvature can be corrected], the left side mep was totally flat with the right side mep still at baseline.¿ this is most likely indicative of injury to the motor tract of the spine. The surgeon discontinued monitoring, stopped the procedure and closed the patient at this time, and placed her on a 24 hour steroid drip. This regulatory report is for the second procedure. Two days later, the patient was brought back to the or to complete the procedure. ¿right from the beginning they received the same results as they did from the end of the monday procedure, left side little to no wave forms and right side showing proper wave forms which, again, further leads to the motor tract of the spine¿ being damaged. The case was completed without monitoring. The medical staff present during the procedure believes that the injury is not a result of a malfunction of the device; rather, they feel it was a result of the procedure itself. However, at the start of the second case, the surgeon made a statement that the device was at fault. At this time there are conflicting reports as to current status of the patient; one is that the patient has nothing wrong, and there are also reports that the patient ¿is experiencing burning feelings throughout her extremities.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.